Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure on which a webster ® cs catheter with ez steer¿ technology was used and suffered cardiac tamponade (requiring pericardiocentesis) and death. Upon procedure completion before the catheters were removed, there was no evidence of pericardial effusion, this was confirmed by ultrasound. 4 hours post-procedure while the patient was in the recovery room, there was a drop-in blood pressure. Cardiac tamponade was confirmed, and pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. Ultrasound confirmed bleeding had stopped. The patient was stable overnight; however, expired the next day ((B)(6) 2019). The physician could not confirm for sure that the death was related to the procedure, cardiac tamponade or other comorbidities. It was confirmed that no biosense webster, inc. Representative was present for the case. There¿s no information that a therapeutic biosense webster, inc. Catheter was used during the procedure. No biosense webster, inc. Product malfunctions were reported. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.